Event description:
Caller reported damage to pump housing specifically at the usb port and pins, which affected the ability to charge the pump, though the pump had not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump and confirmed the shipping address. The customer was instructed to use backup therapy with multiple daily injections to ensure insulin delivery was not interrupted. Cts provided storage mode instructions, which the caller acknowledged, and the caller also agreed to return the damaged pump using a pre-paid label within ten days.